Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75x16mm, concentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). After engaging a 6f non-bsc guide catheter and advancing a non-bsc guide wire was advanced, pre-dilatation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 2.75x20mm promus element was then deployed to cover the ostial disease followed by post-dilatation with a non-compliant balloon; however, it was noted that there was a proximal stent compression. Post dilation was performed again using with a 3x8 non-complaint balloon proximally to ensure stent apposition and the procedure was completed. No patient complications were reported and the patient's status was stable.